Manufacturer narrative:
(B)(4). The customer reported that there was an intermittent pads connection during testing. There was no pt involvement. Philips evaluated the device and could not reproduce the reported symptom. Multiple parts were replaced at the discretion of repair personnel and for customer satisfaction. The device passed all standard testing and was returned to service. We are considering this a malfunction based on the customer's report only. We cannot determine the cause since the symptom could not be reproduced.

Event description:
The customer reported that there was an intermittent connection during testing. There was no pt involvement.